Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. The customer was unable to clear a low reservoir alarm. Customer's blood glucose level was 89 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the esc and act buttons due to moisture damage on the keypad traces. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.